Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during "startup" with an unspecified type of prismaflex set and a prismaflex machine, it was observed that there was "blood ingress into machine's filter pressure sensor". There was no report of patient injury or medical intervention associated with this event. No additional information is available.